Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection of the returned photo. Upon visual inspection of the photos, it was observed an arthroscopic image that shows partial parts of the sutures. It was noted that it was frayed. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint was confirmed. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive tension could have been applied to the suture and consequently cause the suture to fray. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown UDI: (B)(4).

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure on (B)(6) 2023 the healix advance peek device suture broke when tightened. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.